Event description:
Poatient was hospitalized in dermatology in 2006 for a hypersensitivity syndrone associated with pruriginous erythroderma, fever, esanthema, hypereosiophilia at 7,000, hepatic cytolysis. The first signs appeared at the beginning of march, the patient has been treated since 2006 with protelus (strontium ranelate), orocal (calcium carbonate), strucium (chondroitin sulfate) and eyalgan (3 injections in one knee in 2006. All medications were stopped. The cutaneous bipsy was in favour of a dermatitis medicamentosa. Paraclinic, parasitological and viral explorations were negative. The patient had been treated for over two years with stresam (etifixine), vastarel (trimetazine), trimebutine (trimebutine), ranitione (ranitione), moxydar (aluminium hydroxyde, aluminium phosphate, guar gum, magnesium hydrxyde), at the time of reporting, the patient had not yet recovered according to the health authorities, the causal relationship with hyalgan was unlikely.